Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high defibrillation impedance. Diagnostic imaging was performed and revealed externalized conductors on the rv lead. On (B)(6) 2024 the lead was capped and replaced. The patient was in stable condition.